Event description:
Treatment done by rt. Ventilator check done at 0910 am. Rt left room with small volume nebulizer (svn) running in line on ventilator. Patient was stable with no complications. Rn came to rt desk and stated ventilator was in standby mode. Rt went to ventilator and ventilator was in standby. Nebulizer was still going. Ventilator was taken off standby and changed to on. Both teams on floor were notified and asked if either had touched the ventilator. Both teams denied. Ventilator was taken off patient and replaced and taken to rt department. Patient did not experience any problems with saturations or heart rate. Patient was on peep of 10. Nurse noticed because the patient's respiratory alarm went off for too many breaths. No injury to patient.